Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2938836-2020-02926. It was reported that the right ventricular lead was explanted and replaced when a gradual rise in impedance and capture threshold were noted. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator. No issue was reported regarding the device. The patient was stable before, during and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in two pieces. Calcification was noted at 1.1cm to 1.4cm from the distal tip; this could cause the reported field event of gradual rise in impedance and capture threshold. Further test could not be performed due to damage sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.